Event description:
During dialysis at the dialysis center, the dialysis catheter became dislodged and came out. The center has possession of the catheter portion. The patient was sent to the hospital to remove the remaining cuff of the dialysis catheter and fluoroscopically place a dual lumen 15 french left internal jugular tunneled dialysis catheter for continuing dialysis. The patient was discharged from outpatient radiology in satisfactory condition with no complications.